Manufacturer narrative:
UDI: (B)(4). The product code was unknown in the initial report and has been updated to 530.705. The brand name, catalog number, type of device and 510(k) have been updated accordingly. The serial/lot number was documented as unknown in the initial report and has been updated to (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the electronic control unit was defective and no short circuit on the handpiece was noticeable. It was also determined that the device failed pre-test for functional test, trigger and electronic control unit and function test for forward and reverse. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure for knee osteoarthritis, it was observed that the battery reamer handpiece device suddenly stopped working. It was reported that there was a 15 minute delay in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.